Event description:
Patient was admitted to the hospital for removal and replacement of bilateral deflated breast implants. It was noted in pathology that the right breast implant demonstrated leakage from a pin hole in the anterior surface. This was noted when gentle pressure was applied to the right breast implant. No rupture or leakage could be elicited under gentle pressure of the left breast implant. Patient gave the hospital permission to dispose of her aurgically removed breast implants.